Event description:
It was reported that 2 hours post a coronary drug eluting stenting treatment procedure, thrombosis, patient complications, and patient death occurred. The lesion being treated was located in the proximal left anterior descending (lad) artery. The lesion was mildly calcified and mildly tortuous. There was a 50% stenosis, the lesion was 19mm in length, and the vessel was 3.5mm in diameter. There was a tortuous pass located proximal to the lesion. The patient presented emergently with chest pain, and was diagnosed as unstable angina pectoris because of st segment depression and negative troponin t. The physician delivered and deployed the 3.00x20mm taxus express2 drug eluting stent to the proximal lad. Tests showed timi-3 flow, and ivus showed that the stent was partially inflated, so a 3.25x10mm balloon of unknown type was used to inflate the distal end of the taxus stent to 6 atms and then to 20 atms in the proximal end of the taxus stent. Tests showed that blood appeared "hazy" in the ostial lad, however, ivus detected no complications and 0% stenosis. Ticlopidine and bayaspirin were given before the procedure and prescribed post procedure. Two hours later while still in the ICU, the patient experienced an abnormal drop in blood pressure which caused ventricular tachycardia and ventricular fibrillation. The physician inserted a pacing catheter and an intra aortic balloon pump, and tests revealed the presence of in-stent thrombosis in the proximal lad. After thrombectomy and dilation with a 3.00mm balloon catheter of unknown type, blood flow appeared slightly, but a thrombosis still remained. The physician inflated the 3.00mm balloon catheter several times, and deployed a 3.50x16mm taxus liberte drug eluting stent in the proximal taxus express2 stent. However, blood flow still wasn't improved. Due to the drop in blood pressure, a large amount of thrombus was present, and blood flow disappeared in the ostial lad (timi-0). The physician inflated the 3.00mm balloon catheter several times in the deployed taxus liberte and taxus express2 stents, but the patient died. At the time of death, the patient was taking ticlopidine and bayaspirin. The physician does not know what the relationship between the taxus stent and the event is.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.